Event description:
Additional information was received that patient has their autostimulation disabled due to cardiac arrhythmias.

Event description:
It was reported that the patient experienced bradycardia events, passing out and increased seizure frequency. The patient's neurologist indicated that all other reasons for the events were ruled out apart from the vagal nerve stimulator. Clinic notes from the cardiologist state that the bradycardia appeared to be "vagally mediated, likely related to her vagal nerve stimulator." The bradycardia episodes were described as significant, patient felt like heart flat lined and reports dizziness and palpitations. The patient's holder monitor events were reviewed with "heart rates at 11 am down to 33 bpm with progressive slowing, consistent with vagally mediated events." It was reported that the patient's AED dose had decreased substantially but that the patient reported having more seizures compared to prior to vns implant. No further relevant information has been received to date.

Event description:
Information was received that per the physician there was no increase in seizures and the patient's seizures were at vns baseline. Other factors that could have contributed to the patient's increase in seizures and syncope are stress and personal issue. The physician also reported that the relationship between the syncope and vns is unknown. Clinic notes were received from when the reported events for the patient first began. It was indicated that patient experienced palpitations which felt like her heart flutters or skips beats. The physician states that these sound-like vagal pauses and raises the possibility of possible over stimulation of the nerve with significant pauses. The physician recommended holter monitor for evaluation of arrhythmias with those results showing no significant arrhythmias but multiple episodes of bradycardia during awake hours. Bradycardia with occasional pauses appears to be vagally mediated. The physician recommended lowering settings to see if this would help the patient¿s bradycardia events however the patient did not want to proceed with doing so since they had better seizure control since their last titration of settings. There also appears to be a loss frequency pulse captured by the device, possibly related to the vns. The patient was recommended again to follow-up with neurologist to adjust settings to avoid vagal overstimulation causing her pauses. Patient denies any further episodes of her syncope. No further relevant information has been received to date.